Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to imperfection of proper reprocessing caused by leakage. The event can be prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the distal end was dented. Also, evaluation found the biopsy channel was leaking, the air valve unit was broken, the electrical safety test failed, the thread of the distal end was defective, the indication of switch #4 was unclear, the universal cord was wrinkled and scratched, the housing of the plug unit as damaged, and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion tube of the evis exera iii bronchovideoscope was squeezed. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material stuck inside of the biopsy channel. The report is being submitted due to foreign material in the scope found during evaluation.